Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and the calibrations were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the iris collimator closed/coned down and could not be re-opened. No patient death or serious injury was reported related to this event.